Event description:
It was reported that the cartridge would not fit properly on the pump. Due to the delay in insulin therapy, customer¿s blood glucose (bg) level increased to 500-520 mg/dl with small ketones. Customer attempted to address elevated bg with a manual injection of insulin and subsequently went to the emergency room (ER). Customer was unable to recall treatment provided while in the ER, but confirmed they were released later the same day, (B)(6) 2024 , with the issue resolved and no reported permanent damage. Reportedly the customer was able to successfully load the original cartridge after troubleshooting with tandem technical support, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.